Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic and dependent patient presented to the clinic for a routine follow up, high capture threshold was observed on the ventricular lead. The physician plans to extract the ventricular lead. No further information is available.